Manufacturer narrative:
Further information was requested but not received. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During a remote follow-up, episodes of post-sensed t-wave oversensing were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.